Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on (B)(6) 2015. The replaced top cover was returned to manufacturer on july 09, 2015 and was sent to the supplier.

Event description:
It was reported that the touch screen was unstable during surgery. Additionally it was reported that the touch screen functions would not allow user to move from ¿stand-by¿ mode to ¿ready¿ mode, would "repeat voice stand-by" message and the "laser would not fire¿. The procedure was completed using an alternative method (turp). No injury reported.

Manufacturer narrative:
Service in the field was performed on may 05, 2015. The replaced top cover was returned to manufacturer on july 09, 2015 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on october 21, 2015. The reported issue of touch screen unstable and blank screen was confirmed. The 7v and 24v current all = 0.3a, little lower than normal was noted. The display does not connect well to the touchscreen was noted. The display cable was replaced. The top cover was retested and passed the standard production test. Probable root cause: based on supplier fa report, the root cause was determined to be faulty display cable.

Manufacturer narrative:
System analysis/service repair: the reported "touch screen" issues were verified and determined to be the result of a faulty top cover. The top cover was replaced. The system was tested and verified to specification.